Event description:
The pacing system was returned to the manufacturer approximately eight months after the patient death. The leads were analyzed and tested out of specification during manufacturer's analysis, after being implanted for 19 years. Follow-up has been done with the physician of record. There is no allegation the death was device related.